Manufacturer narrative:
A2 - patient age at event: patient is older than 18-year-old. D4 - lot number: updated. E1 - initial reporter first name: updated. E1 - initial reporter last name: updated.

Event description:
It was reported that a foreign material was present in the device. A comet ii pressure guidewire was selected for use. During preparation, it was noted that a foreign matter was mixed inside the tray before unpacking. The foreign matter was a hair under the catheter, which appears to be from an early model. The device did not come into contact with, or fall into, a contaminated area. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for product analysis. The shroud of the occ cable was connected to the bench top testing equipment. The coefficient values were confirmed to be programmed. Inspection of the device revealed a hair inside its package. Even though the hair could be seen, the pouch was open. The media attached to the good faith effort shows packaging, foreign matter. No other issues were identified during the product analysis.

Event description:
It was reported that a foreign material was present in the device. A comet ii pressure guidewire was selected for use. During preparation, it was noted that a foreign matter was mixed inside the tray before unpacking. The foreign matter was a hair under the catheter, which appears to be from an early model. The device did not come into contact with, or fall into, a contaminated area. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material was present in the device. A comet ii pressure guidewire was selected for use. During preparation, it was noted that a foreign matter was mixed inside the tray before unpacking. The foreign matter was a hair under the catheter, which appears to be from an early model. The device did not come into contact with, or fall into, a contaminated area. The procedure was completed with another of the same device. There were no patient complications reported.